Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02336. It was reported that the right atrial and right ventricular leads were explanted and replaced due to noise causing inhibition of the pacing. A subclavian crush was suspected to be the reason for the lead noise. The leads were discarded and will not be returned. The patient¿s condition was stable before during and after the procedure.